Event description:
It was reported the patient never had therapeutic effect. It was noted the patient has had acute pain following the implant. It was noted that during the trial phase the patient had pain relief. It was reported that six weeks after the implant the patients pain had returned. It was noted the patient felt that is they were reprogrammed to ¿reach 1-1.5 inches lower¿ it would help. It was reported that prior to implant the patient had pain in the lower back, tailbone, hops and both legs. It was reported the patient is currently on pain medications but they do not help to manage their pain. It was further reported the patient has had multiple reprogramming sessions. It was reported that in 2007 the patient had a fusion surgery and a laminectomy done at the same time as well as multiple MRI¿s. It was noted the patient had also seen chiropractors and had received cortisone shots 6 years prior to being implanted. It was reported the pain the patient is currently feeling is ¿new pain¿. It was noted the patient¿s health care provider (hcp) stated the ¿disc is going out¿ beneath where their fusion was done. It was reported the patient¿s hcp determined the patient has post lamnectomy syndrome and sacroiliitis. It was reported the patient thinks the manufacturer representative had their stimulation ¿up too high¿. It was reported that every time the manufacturer representative would touch them they would ¿get zapped¿. It was noted the patient had a tens unit placed on their tailbone area. It was noted that due to the tens unit the patient experienced ¿extreme pain¿.

Manufacturer narrative:
Concomitant medical products: product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45 , serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45 , serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 370 8120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).